Event description:
The patient called lifescan on 04 and alleged difficulty inserting the test strip into the one touch ultra meter. The strip could be inserted with force however then the strip would peel. The family member stated at times the test would not start until the test strip was jiggled. When the patient called back in 01/04 they stated patient takes insulin and had not been able to check their blood glucose for a week. No reading are reported. No symptoms are reported and no medical treatment was sought. The customer care representtive performed troubleshooting and the patient was able to insert the strip, with the meter turning on. The patient neither alleged harm nor experienced injury or medical intervention.